Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested, with no anomalies found. The balloon underwent visual inspection, functional testing, and leak testing. Visual examination revealed a tear in the balloon tubing, consistent with damage from a tool or sharp instrument. The balloon tubing exhibited a fluid leak due to a tear caused by tool or sharp instrument damage. Additionally, the balloon did not pass the pressure test, as its pressure was below specification. The cuff was visually inspected and leak tested, with no anomalies found. Based on the information available and analysis results, the reported clinical observation of tube - hole/perforated and device - mechanical issue could not be confirmed; however, the balloon not passing the functional test could affect product performance.

Event description:
It was reported that this artificial urinary sphincter (aus) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. The aus was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this artificial urinary sphincter (aus) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. The aus was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field h6: device codes.

Event description:
It was reported that this artificial urinary sphincter (aus) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. The aus was explanted and replaced. No patient complications reported.